Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a surgery, the blade has broken in the engine at the fixation level. There was no patient harm and a delay of 16-30 minutes. They used another blade. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). The DHR review did not note of any non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing related to the reported event. The DHR review found all verifications, inspections, and tests to be successfully completed. On (B)(6) 2018, it was reported from (B)(6) that a oscillating saw blade linvatecâ®/hallâ® powerproâ® broke in the engine at the fixation level. On 24 sept 2018, a returned product investigation was performed on the oscillating saw blade linvatecâ®/hallâ® powerproâ®. The physical evaluation revealed that the returned blade broke at the attachment point. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the oscillating saw blades linvatecâ®/hallâ® powerproâ® broke, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.